Event description:
It was reported that there were typographical errors found in the german ventricular assist device (vad) instructions for use. The IFU remains in use. There was no patient involvement.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. Product event summary: the instructions for use (IFU) was not returned for evaluation. However, it was reported that a project team noticed typographical errors in the german ventricular assist device (vad) instructions for use. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a translation error. CAPA pr00519711 is investigating errors and inconsistencies in translated product literature. D4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.